Manufacturer narrative:
Lot number: reported as 6010293.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream was used in blades down mode to treat the lesion. However, during the procedure, the thruway guidewire became entrapped inside the catheter. The thruway was eventually removed. A new thruway guidewire was attempted to be inserted into the jetstream but was unsuccessful. A new jetstream device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Lot number: reported as 6010293.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream was used in blades down mode to treat the lesion. However, during the procedure, the thruway guidewire became entrapped inside the catheter. The thruway was eventually removed. A new thruway guidewire was attempted to be inserted into the jetstream but was unsuccessful. A new jetstream device was used to complete the procedure. There were no patient complications.